Event description:
The valve was explanted due to thrombus and replaced with a larger sjm bioprosthesis. The surgeon does not allege the event was caused by the device. Additional information has been requested.